Manufacturer narrative:
Continuation of medical devices- model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2015; model: 638rl32, annuloplasty ring; implanted:(B)(6) 2010, model: 3058, urinary implantable pulse generator (ipg); implanted: (B)(6) 2013; model: 3889-28, urinary lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received a therapy from their implantable cardioverter defibrillator (ICD) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed potential intermittent t-wave oversensing (twos) on two stored ventricular fibrillation (vf) episodes. Follow-up was completed with the patients listed clinic/physician. The healthcare professional (hcp) at the clinic was able to verify that the patient was seen in-office post the hospital visit. Hcp indicated that the device interrogation showed "normal" and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.